Manufacturer narrative:
Device evaluated by MFR.:promus premier 16 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with struts on the proximal end bunched distally. The undamaged crimped stent outer diameter was measuredand the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink 500mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Coronary angiography showed that the stenosis in the middle segment of the anterior descending branch was 85%, in the d3 opening branch was 90%, in the d4 opening branch was 90%, and in the right coronary artery (posterior descending branch) was 60%-70%. The angiography showed that the diseased vessels had severe calcification and the vessels were slim. A 16 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the mesh of the stent was twisted after retracting. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. Coronary angiography showed that the stenosis in the middle segment of the anterior descending branch was 85%, in the d3 opening branch was 90%, in the d4 opening branch was 90%, and in the right coronary artery (posterior descending branch) was 60%-70%. The angiography showed that the diseased vessels had severe calcification and the vessels were slim. A 16 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the mesh of the stent was twisted after retracting. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.